Manufacturer narrative:
If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that the threaded portion of the product appears too long.

Manufacturer narrative:
Additional information- lot number updated. An event regarding assembly issue involving a cutting edge cup impactor was reported. Conclusions: the dimensional inspection confirmed the reported event. A material analysis engineer examined the device and noted that the plug welds were fractured on both ends. The device was discovered during inspection. There was no surgical procedure associated with the reported event. This event meets the definition of preventive maintenance; no further investigation is required at this time. Corrective action/preventive action: nc and CAPA were previously opened to further investigate the protrusion of the threaded stud. The device has been redesigned and the drawing has been released on 15-mar-2018.

Event description:
It was reported that the threaded portion of the product appears too long.